Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the blue port cracked at the connection site. On 11/26/2019-additional information: "the line was dc'd from the patient and thrown away. There was no known patient harm. No known infectious disease. The connection at the line and the blue cap was noted to be cracked and leaking."